Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was due to ¿end of battery life (eri ¿ elective replacement indicator)¿. It was confirmed normal battery depletion occurred. The pump was replaced and would not be returned for analysis. It was reported the patient recovered without sequelae.

Event description:
It was reported that the patient was going to have magnetic resonance imaging (MRI) done. The reporter knew the device was used to infuse morphine and that device was ¿not working¿ at the time of the initial report. The reporter did not know how the device was malfunctioning, the patient¿s name, the name of the pump care provider, what day the MRI was to be done nor did he know what part of the body the MRI was for. Additional information has been requested, but was not available as of the date of this report.